Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the downloaded log file from the heartmate 3 system controller (serial number: (B)(6)). The log file contained approximately 6 days of relevant information ((B)(6)2024 per timestamp). A backup battery fault alarm activated at 1:59:04 on (B)(6)2024 due to the backup battery not passing the load test. At the time of the alarm¿s activation, the difference between the loaded and unloaded voltages of the battery was measured to be outside of the designed threshold. The controller¿s ability to operate the pump was unaffected by the alarm. The alarm briefly cleared for approximately ~1 second at 10:32:11 on (B)(6)2024, which appears to be related to the reported attempt to reseat/replace the battery. After the battery appeared to be reconnected, the backup battery fault alarm was still observed to be active. The alarm persisted up until the controller was exchanged and shut down later that day. The returned heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. It was noted that the controller did not return with a backup battery, and therefore a known working test battery was installed during testing. Throughout testing procedures, the battery passed multiple load tests and atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had backup battery (ebb) fault alarms a couple of months ago that resolved on their own. The patient presented to the clinic on (B)(6) 2024 with ebb fault alarms again, however the alarms were unable to be cleared by reseating or replacing the ebb. A system controller exchange was performed which resolved the alarms. There was no adverse event related to the controller exchange.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.